Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # 6302-1-050 lot # fwxoc description: vitalock cluster shell 50mm (not removed). Cat # 6264-5-528 lot # cakuj description: 28mm +16 5-40 taper vit head (not removed). It is not known at this time which, if any of these devices may have caused or contributed to the pt's event. Medical records and x-rays were not provided to stryker for review.

Event description:
It was reported, "the arthroplasty was revised due to pe wear and acetabular loosening. No evidence of manufacturing related failure. The acetabular liner was revised. The components were implanted in situ for 3.2 y. The pt presented with an ucla activity score of 6 three months prior to revision surgery.